Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 6 states, "inadequate range of motion due to improper selection or positioning of components." And number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 3 of 3 mdrs filed for this event (reference (1825034-2012-01633, 1825034-2013- 01700 & 01701). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed (B)(6) 2010 due to alleged pain, discomfort, soreness, dysfunction, damage to surrounding bone and tissue, and loss of range of motion. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in revision operative notes from (B)(6) 2010 indicated that the revision was due to pain and weakness. During the revision, the surgeon noted the presence of fluid and no gross metallosis. During removal of the acetabular cup, a thin shell of the acetabulum posterior wall was fractured. The modular head, taper adapter and acetabular cup were removed and replaced with a competitor¿s components.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent right m2a hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed (B)(6) 2010 due to alleged pain, discomfort, soreness, dysfunction, damage to surrounding bone and tissue, and loss of range of motion. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.